Manufacturer narrative:
Additional information: the actual device was not available; however, three (3) photographs of the samples were provided for evaluation. The photographs were visually inspected and a minicap without a sponge (foam) was identified in the first photograph, a partially opened pouch containing a sponge with iodine was identified in the second photograph, and eight partially opened foil pouches with minicaps visible in five pouches were identified in the third photograph. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponges came out and separated from eight (8) minicaps. This issue was found during use. There was no patient injury or medical intervention associated with this event. No additional information is available.